Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a pre discharge echocardiogram it was discovered the closure device had embolized to the left ventricle. An unsuccessful attempt was made to snare the closure device. Surgical explant of the closure device was scheduled to take place three days post index procedure.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a pre discharge echocardiogram it was discovered the closure device had embolized to the left ventricle. An unsuccessful attempt was made to snare the closure device. Surgical explant of the closure device was scheduled to take place three days post index procedure. It was further reported the closure device was successfully surgically explanted and the laa was ligated during the performance of a maze procedure.